Event description:
It was reported that the line was inserted in 2007. The line was in for 169 days whilst the patient received ocaliplatin/5fu chemotherapy. The patient attended a chemotherapy unit reporting that his line had been 'lost'. It appeared that the line had fractured adjacent to the retaining clip and migrated internally. The line was removed angiographically without any complications. It had been repaired twice during its lifetime and was flushed and dressed weekly since placement.

Manufacturer narrative:
A chr review showed two other similar product complaint file(s) from this lot. (109338 & 146468) the device has not been returned to the manufacturer for evaluation.